Event description:
The surgeon reported that on 9/3/98, he performed an enucleation procedure using preformed ocu-guard supple as the orbital implant wrap to treat the pt for a blind, painful eye. On 9/23/98, the pt presented with exposure of the ocu-guard. He did not remove the ocu-guard wrapped orbital implant. He does not know if the ocu-guard contributed to the pt's complication. The surgeon then implanted a vaulted conformer prosthesis so the implant would not rub.